Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A potential non-conformity report was nonetheless initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. Since neither the catalog number nor lot number of the device was communicated, a review of the device history was not possible. A review of the labeling did not indicate any abnormalities. Considering the information given and based on the above investigations a root cause of the reported event could not be determined. If any further substantial information is provided, the investigation report will be updated.

Event description:
The customer reported that a screw head sheared off during insertion of the variax distal radius plate. Additional information received: the remaining shaft of the screw was embedded within the bone and left in situ. Sufficient fixation was achieved more distally. Obtaining six cortices of fixation either side of the fracture. The surgeon was not operating at an extreme angle. The patient has good bone quality.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by the customer.

Event description:
The customer reported that a screw head sheared off during insertion of the variax distal radius plate. Additional information received: the remaining shaft of the screw was embedded within the bone and left in situ. Sufficient fixation was achieved more distally. Obtaining six cortices of fixation either side of the fracture. The surgeon was not operating at an extreme angle. The patient has good bone quality.